Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not working, as the charging pad¿s green indicator light would not illuminate despite attempts with multiple outlets and reconnecting the cord, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.